Manufacturer narrative:
(B)(4).

Event description:
It was reported that the following message was displayed to the user "cannot access the manager core". It was also reported that the sales representative tried to re-install the smartview 2.54 (in administrator mode) without any success.

Event description:
It was reported that the following message was displayed to the user "cannot access the manager core". It was also reported that the sales representative tried to re-install the smartview 2.54 (in administrator mode) without any success.